Event description:
It was reported that infusion set cannula was bent within 3 hours of insertion and patient had hyperglycemia treated with correction injection via multiple daily injections (mdi) on (B)(6) 2026.

Manufacturer narrative:
Initial 2 of 3. (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.